Event description:
The surgeon reported that the distal locking procedure did not go well. He further reported that there were no consequences for the patient.

Manufacturer narrative:
The device will not be returned. Hospital retained. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.